Event description:
It was reported that a toric multifocal intraocular lens (iol) rotated counter clockwise 23 degrees in the patient's operative eye. The surgeon reported he is not getting a good experience with zcu and that it actually rotates more counter clockwise. Through follow up, it was learned that the surgery occurred in (B)(6) 2023. The lens was surgically rotated 8 weeks after implantation with a 20/25+3 uncorrected result. The lens remains implanted. The surgeon indicated that the serial number (sn) and other information are not available/not recorded. No further information is available.

Manufacturer narrative:
Section a2, a4, a5: unknown/asked but unavailable (asku). Section b3: date of event: exact date unknown/not provided. Best estimate date is between december 2023 to 8 weeks after implantation. Section d4: model number: a complete model is unknown, as the serial number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown/not provided. Only provided as (B)(6) 2023. The lens remains implanted. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number:(B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: medical device problem code: 3191 this code was used for the reported dissatisfaction. Attempts have been made to obtain missing information; however, the account did not provide or have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.